Manufacturer narrative:
(B)(4). Date sent: 2/16/2024 d4: batch #539c66 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was returned with its package. Upon visual inspection, it was observed that the tyvek from the packaging was noted to be ripped and on the middle part of damage a hole was observed; the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 539c66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify when the issue was identified? 2. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 3. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? 4. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? 5. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? 6. Did the damage to the primary packaging compromise the sterility of the device? 7. Please provide a picture (if available) 8. Could you please clarify if there were any patient consequences? 9. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the sterile barrier compromised in brand-new device. No patient involved.